Manufacturer narrative:
Analysis found that the channel don't work properly. The electrodes pcb has been replaced. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the module was defective. There was no patient impact.